Event description:
The consumer states she was putting christmas ornaments in a plastic storage tub, when the chair allegedly came out from underneath her, causing her to fall to the floor and break her femur.

Manufacturer narrative:
The consumer signed a document taking responsibility for not having a seat restraint on the chair. Current user guide covers this area. Then dealer has inspected the chair and cannot duplicate the alleged incident. Information indicates a user error and not a product malfunction.